Manufacturer narrative:
This report contains supplemental information for mentor asr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s asr exemption #e1999017. On 7/3/2019, the mentor failure analysis lab received the device for evaluation. On 9/10/2019, device evaluation was completed. Device evaluation summary: during evaluation of the device it was noticed to be intact. Leak testing was performed and a leakage at the posterior view was detected measuring approximately less than 0.1 cm. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Reason for device explant and/or reoperation: left deflation. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor asr reference number (B)(4). It was reported that a (B)(6) year old female patient underwent primary breast augmentation with a 325cc mentor smooth round moderate profile and was presented with left side breast implant deflation. As a result, the device was explanted on (B)(6) 2017.